Manufacturer narrative:
Objective of this study / publication was to compare the ability and to investigate the biomechanical impact of three different anterior cruciate ligament (acl) reconstruction techniques to normalize rotational knee stability 1 year after acl reconstruction. Three different acl reconstruction techniques were tested and tibial fixation in those was ensured with biodegradable interference screw inion hexalon and made using endobutton (smith&nephew). Two patients (other patient reported separately) in the single bundle transtibial- group had the tibial screw removed during the follow-up period. Root causes for screw removal are unknown. The screw removal might be related to long-term biocompatibility related issues, because the performance outcome parameters recorded at one year follow up point also appear to include this case without mentioning any need for re-fixation. Two patients in the double bundle group also had an early postoperative infection that required arthroscopic lavage and antibiotic treatment (reported reparately). From the 45 patients, 36 were analyzed at 1 year post-operative. (13 double bundle, 12 single bundle anteromedial, 11 single bundle transtibial). No significant difference in rotational stability walking, running, and pivoting was seen between anatomic and nonanatomic acl reconstruction techniques at 1-year follow-up.

Event description:
Objective of this study / publication was to compare the ability and to investigate the biomechanical impact of three different anterior cruciate ligament (acl) reconstruction techniques to normalize rotational knee stability 1 year after acl reconstruction. Three different acl reconstruction techniques were tested for their ability to normalize rotational knee stability in a prospective randomized study. 45 patients were randomized to transtibial single-bundle (sb), anatomic sb, and double-bundle acl reconstruction. Tibial fixation was ensured with biodegradable interference screw inion hexalon and made using endobutton (smith&nephew). From the 45 patients, 36 were analyzed at 1 year post-operative. (13 double bundle, 12 single bundle anteromedial, 11 single bundle transtibial). No significant difference in rotational stability walking, running, and pivoting was seen between anatomic and nonanatomic acl reconstruction techniques at 1-year follow-up. However, two patients in the single bundle transtibial- group had the tibial screw removed during the follow-up period.